Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is males; the age of the patients was 60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "temperature-guided ablation with the second-generation cryoballoon for paroxysmal atrial fibrillation: 3-year follow-up in a multicenter experience." Journal of interventional cardiac electrophysiology. Published online 31may2020. Https://doi.org/10.1007/s10840-020-00770-6. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during an ablation procedure using a cryoballoon ablation catheter system. The article indicated that there was one patient who experienced cardiac tamponade, which required percutaneous evacuation. There also was one (1) patient who had a femoral pseudoaneurysm which was treated with a percutaneous thrombin injection, ¿without significant sequelae.¿ additionally, a total amount of 10 transient phrenic nerve palsy (pnp) cases were noted, all of which had recovered prior to hospital discharge. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status/location of the cryoballoon catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.